Event description:
(This product has been specifically designed to eliminate the clinical contraindications of using sodium, potassium and barium hydroxide based absorbents with common inhalational anesthetic agents.) The anesthesia carts and machines were in working order, it was amsorb that was defective or not working properly. The product has become hard and clumpy and would restrict the air flow to the pt's. This has happened on numerous machines and in different rooms in the operating room. The incidences occurred on: 2005 in room 2, next day in rooms 3 and 5, following day in room 2, 17 and 18, 4th days in room 24, except in room 2, all the machine were separate incidents and machines.